Event description:
In 2008, a lay user/pt contacted lifescan (lfs) alleging that a onetouch ultra meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The pt tests her blood glucose at least four times a day and manages her diabetes with pills and insulin taken on a sliding scale. At an unspecified time during april 2008, the pt reportedly had symptoms of "frequent urination, thirst and blurry vision" and reportedly attempted to test her blood glucose on the subject meter but states that the meter would not power on. As a result of the reported meter issue, the pt stated that she continued taking her usual pills and sliding-scale insulin based on her feelings. It was unknown how much insulin she took after the reported symptoms and meter issue. On the previous month sometime in the early afternoon, the emergency medical service (ems) was reportedly called for assistance. The pt was reportedly admitted to the emergency room (ER) and then hospitalized. Her blood glucose was reportedly tested every hour with the highest of "694 mg/dl" reportedly obtained on the emt meter; the pt mentioned being treated with IV insulin. It was unknown how long she stayed at the hospital each time; however, she claims to be hospitalized several times due to high blood sugar after the meter reportedly would not power on. At the time of troubleshooting, it was verified that this was not a new product. The pt was using the correct test strip but had not replace the battery per the owner's manual. The battery was checked and it was correctly installed. However, the issue was not resolved when the power button was pressed or when the test strips was inserted all the way into the test strip report. The patient's products are being replaced. This complaint is being reported due to the following conclusions: the alleged issue was not resolved with troubleshooting. The pt was reportedly treated at the ER for hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and stirps for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or stirps do not pass inspection, lifescan will inform FDA of the results in a supplemental report